Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead showed no capture. The ra lead was capped. No patient complications have been reported as a result of this event.